Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they charged the implanted neurostimulator yesterday, but when they went to charge the implant today they were still shaking and the ins was off. Patient said they had an MRI done yesterday and the device had to be shut down for the MRI. Patient thought the device was turned back on, but they didn't. Agent attempted to walk the caller through the steps of connecting to the dbs therapy app but they were getting no device found. Agent walked patient through resetting the communicator and handset. Patient was able to successfully connect to the implant and turn therapy on. Caller stated that when they turned the therapy back on they got a shock. The troubleshooting steps that were taken on the call resolved the issue.